Event description:
It was reported that the patient was still unable to communicate with her implant using the new programmer. The patient still saw the ¿poor communication¿ screen. The patient was unable to remember the last time she felt stimulation or ¿toe pulling¿ sensation but used to feel it all the time when it was on. The patient wanted to verify the stimulation was off as she had surgery the day after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3093-28, lot # v013728, implanted: (B)(6) 2006, product type lead. (B)(4).